Event description:
Surgeon reported that patient was infected.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinician consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, primary operative report as well as patient history, pathology report and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Surgeon reported that patient was infected.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 502-03-54e, primary tritanium hemi cluster hole cup 54mm, lot code: mnhhkw; cat. No.: 2030-6535-1, 6.5 cancellous bone screw 35mm, lot code: mnjl1e; cat. No.: 6721-0635, size 6 accolade ii 127 deg, lot code: 48640802; cat. No.: 6570-0-736, delta v-40 ceramic head 36/+7,5, lot code: 47430801. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.